Manufacturer narrative:
Due to character limitation initial reporter full name: (B)(6). Updated fields: b4, d9, d10, e2, e3, e1 (event site email), g3, g6, h2, h3, h6 (investigation findings, investigation conclusion, type of investigation), h11 corrected file: b5, b6, b7, e1 (initial reporter name, event site telephone), h6(health effect impact code). A getinge field service engineer (fse) evaluated the unit and verified reported issue. Fse isolated problem to pressure transducers being out of calibration. Fse calibrated pressure transducers. Found unknown contamination in pim. As a precautionary measure, replaced pim.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had autofill failure. No harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had autofill failure. There was no patient involved.